Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced chronic infections and skin overgrowth at the implant site. Subsequently, the patient underwent revision surgery on (B)(6) 2017, in order to convert the patient to a subcutaneous baha implant system. During the procedure, the abutment was removed and a magnet placed on the internal fixture.